Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented to the hospital with unspecified symptoms and felt something was wrong with his device. Device interrogation revealed the device was in safety mode. The device was explanted and replaced with a competitive device. No additional adverse patient effects were reported. The device is expected to be returned for evaluation.

Event description:
It was reported that this patient presented to the hospital with unspecified symptoms and felt something was wrong with his device. Device interrogation revealed the device was in safety mode. The device was explanted and replaced with a competitive device. No additional adverse patient effects were reported. The device is expected to be returned for evaluation. The product has been received for analysis.

Manufacturer narrative:
This implantable pulse generator was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device could not be interrogated and was exhibiting no pacing pulses. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source. Testing confirmed a normal current drain. The battery was forwarded for detailed analysis and while the battery was confirmed to be depleted, the root cause was unable to be determined.